Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one other complaint reported against this lot. The complaint addresses an internal blood leak and was reported by the same customer as the current file. No other customers have reported a complaint against this lot number. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility vice president of supply chain contact reported that a dialyzer blood leak occurred after the initiation of the patient¿s hemodialysis (hd) treatment. Upon follow up, the contact stated the machine alarmed appropriately with a blood leak alarm. The contact stated that the dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation. Upon further follow up, the hd nurse stated that the blood leak occurred 4 minutes into hd treatment. The hd nurse confirmed that the machine was a fresenius 2008k2 machine. A blood leak test strip was used and tested positive for a blood leak. The leak was not visually observed. The hd nurse also stated that non-fresenius bloodlines were used for treatment. The hd nurse could not confirm that the leak was internal. The hd nurse stated that there were no defects or damage seen on the dialyzer. The hd nurse stated that the patient's estimated blood loss (ebl) was approximately 150 ml. The hd nurse confirmed that there were no patient injuries, adverse events, or medical interventions required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies.